Manufacturer narrative:
The device was returned for evaluation. Visual and functional tests were performed. The device had large cracks around the bolt on the reservoir cover, wear and tear on the enclosure and line cord, and the serial number label was halfway torn off and missing. Old style components include the printed circuit board and drain fitting. Performed electrical testing and the reported problem was duplicated. There were loose grounding nuts within the unit. Root cause could not be determined. The device was deemed beyond economical repair due to its age and condition. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. UDI information is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device had a ground fault. No patient injury was reported.